Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the 2008t machine. The reported issue was discovered upon machine evaluation for an intermittent 24v high error. The bridge rectifier, the two white wires connected to the transformer, and the power cord were burned. A replacement power supply was ordered and installed. A conductivity offset failure alarm was then received. Further evaluation was performed and the cause was determined to be the sensor board. A replacement sensor board was ordered to resolve this issue. At the time of follow-up, the machine remained out of service pending repair. A burning smell was observed however there was no smoke, spark, flame, or arcing. The machine has approximately 30,000 operating hours and the parts are original to the machine. The machine is plugged into a 20-amp hospital-grade ground-fault circuit interrupter (gfci) outlet. There was no harm to any patients or individuals as a result of this malfunction. No parts will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5 (event description), h6 (device component code) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the 2008t machine. The reported issue was discovered upon machine evaluation for an intermittent 24v error. The bridge rectifier and the two white wires connected to the transformer were burned. A burning smell was observed however there was no smoke, spark, flame, or arcing. The machine has approximately 30,000 operating hours and the parts are original to the machine. The machine is plugged into a 20-amp hospital-grade ground-fault circuit interrupter (gfci) outlet. A replacement power supply was ordered to resolve the reported issue. At the time of follow-up the machine remained out of service pending repair. There was no harm to any patients or individuals as a result of this malfunction. No parts will be returned to the manufacturer for physical evaluation.